Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the implanted latitude was removed from the patient's right shoulder due to infection. A new device was placed. No further patient complications have been reported.

Event description:
It was reported that the implanted latitude was removed from the patient's right elbow due to infection. A new device was placed. No further patient complications have been reported.